Event description:
Account reports one incident in which leakage was noted from the filter during the infusion of hematin, (synthetic blood). Length of time product in use before leakage was noted is unknown. Reporter stated there was no patient compromise.